Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Ge healthcare issued a quote to the hospital to replace the adjustable pressure limiting valve. To date the quote has not been accepted.

Event description:
The hospital reported the adjustable pressure limiting valve was not functioning as expected. There was no report of patient involvement.